Event description:
A 65-year-old male presented in a pre support clinical state consistent with scai cardiogenic shock stage e. Impella cp was indicated for use due to acute myocardial infarction and cardiogenic shock. The impella cp was inserted via the right femoral artery percutaneously on (B)(6) 2026 at 18:30. The initial device was removed due to the observed cannula kink, and excessive force during attempts to advance across the stenotic valve may have contributed. The patient experienced temporary interruption of hemodynamic support during the exchange. A second pump was opened but found to have suspected cannula damage prior to use. The impella cp will be conservatively reported for hemodynamic instability due to temporary support interruption during the device exchange. The interruption was brief, with no reported patient harm, and hemodynamic support was successfully reestablished without adverse events. On (B)(6) 2026 the device was successfully removed and the patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury could not be determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow issue was related to the cannula kink, based on returned product investigation and provided clinical details. Pd ¿ cannula assembly (twist, bent, kinked): the cause of the cannula kink was most likely related to the patient¿s aortic stenosis condition, which led to applying excessive force when resistance was encountered while crossing the aortic valve.

Manufacturer narrative:
H6 medical device problem code a140508 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.